Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. The fields b5 (describe event or problem), d2a (common device name), d2b (pro code), f10, h6 (impact codes), g4 (premarket/510(k)#) were updated. Thus, this supplemental report will be filed. If there is any further relevant information obtained, a supplemental will be filed.

Event description:
It has been reported that a versacross access solution kit has been selected for use for a pulmonary vein isolation ablation procedure indicated to treat a case of atrial fibrillation (a fib). During the procedure, the physician mentioned that a perforation was caused by the rf wire as they attempted to cannulate the left superior pulmonary vein (lspv), toward the roof and back of the left atrium. They also mentioned that the wire was difficult to visualize on the map and noted that they do not use fluoroscopy. In addition, another individual was performing the procedure under the main physician's supervision. Despite the guidance, their lack of experience using the device may have also contributed to the perforation to be caused. The procedure was cancelled as a CT surgery was required to repair the perforation. The CT surgery was successfully performed and no other patient complications reported. The product is not expected to return as it was discarded at the facility. The patient was hospitalized beyond standard of care.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental will be filed.

Event description:
It has been reported that a versacross connect access solution kit has been selected for use for a pulmonary vein isolation ablation procedure indicated to treat a case of atrial fibrillation (a fib). During the procedure, the physician mentioned that a perforation was caused by the rf wire as they attempted to cannulate the left superior pulmonary vein (lspv), toward the roof and back of the left atrium. They also mentioned that the wire was difficult to visualize on the map and noted that they do not use fluoroscopy. In addition, another individual was performing the procedure under the main physician's supervision. Despite the guidance, their lack of experience using the device may have also contributed to the perforation to be caused. The procedure was not completed as a cardiothoracic (CT) surgery was then required to repair the perforation. The CT surgery completed successfully and no other patient complications reported. The product is not expected to return as it was discarded at the facility.